Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as sores under the electrode from where the patient lays on them to sleep. The sores are not open. The patient also reported being petite and anything pressing against the body would do this. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a zinc cream for the skin irritation. Outcome of the irritation is unknown.